Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket fell off of the harmonic ace instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). The reported event with the instrument could not be replicated nor confirmed. The instrument passed the manual articulation of inputs. The instrument underwent the visual inspections, no issue to the teflon pad was detected. Additional observation not reported by site: the instrument was found to have a cracked curved blade at its base. There may be missing material, but the size of the missing pieces cannot be confirmed. The probable root cause is attributed to use conditions. Cracked blades are likely a result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.